Event description:
The customer reported the devices power on and off on their own. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Internal inspection revealed the circuit board power button was electrically shorted which results in the device powering on or off by itself.